Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultrasafe¿ plus x100l has been found experiencing blocked plunger movement during use. The following has been provided by the initial reporter: patient states that cosentyx prefilled syringes misfired while administering dose. Plunger would not press down.

Manufacturer narrative:
H.6. Investigation: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Unconfirmed, no sample received. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and not correlate this symptom with a potential cause linked to bd process.

Event description:
It has been reported that one bd ultrasafe¿ plus x100l has been found experiencing blocked plunger movement during use. The following has been provided by the initial reporter: patient states that cosentyx prefilled syringes misfired while administering dose. Plunger would not press down.